Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was communicated that the vad coordinator was notified around 9pm on 06jan2026 that flow displayed 3 dashes. The patient experienced hypotensive event at that time, requiring escalation of vasopressor support. Low flow alarms were present on bedside interrogation. The issue resolved with increase in mean arterial pressure. It was additionally stated that the details of events were relayed to the vad coordinator inconsistently by staff, originally stating that self-test could not be performed and all parameters all went to zero. Log files were submitted for review, and technical services stated that the log file began with a few lines of old data from 2021 and some controller clock not set events which were usually caused by a total loss of power to the system. There was also a backup battery (bb) expired event on 23sep2025. This was resolved on 24sep2025 at 20:59. The remainder of the log file was unremarkable and ended on timestamp 20oct2025 at 11:03. The cause of the clock not set event was not identified. The clock not set event resolved by setting the clock to the correct time. There were no patient consequences as a result of the clock not set.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables on the hmii system controller (serial number: (B)(6) was confirmed via customer submitted photos. The photos indicate both strain reliefs on the connector side of the power cables were damaged. The submitted log files were reviewed and showed the controller functioning as intended. The system controller was not returned for further analysis. The root cause of the reported event was not conclusively determined via this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii patient handbook (rev. C, section 2 "how your heart pump works") cautions users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables on the hmii system controller (serial number: (B)(6)) was confirmed via customer submitted photos. The photos indicate both strain reliefs on the connector side of the power cables were damaged. The submitted log files were reviewed and showed the controller functioning as intended. The system controller was not returned for further analysis. The root cause of the reported event was not conclusively determined via this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii patient handbook (rev. C, section 2 "how your heart pump works") cautions users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the log files submitted on 06jan2026 captured the driveline and both power cables being connected while the controller clock was not set. The controller clock was then set to 23sep2025. This series of events is consistent with system controller, serial number (B)(6), being put into use on 23sep2025. The log file also captured an emergency backup battery fault alarm due to the backup battery being pasted the use by date.

Event description:
It was reported that log files were submitted for review as the entire length of the driveline was covered with duct tape, which was applied by the patient. They were unable to visualize significant portions as the tape was firmly adherent. Following review by tech services, it appeared that the damage to the outer layer of the driveline did not affect the functionality of the system. There were low speed events recorded on 22aug2025 while the speed adjustments were being made. There was low supply voltage going into the system controller identified through log file review. A low power hazard was identified while the patient was connected to the power cable power on (B)(6) 2025. There appeared to have been signs of power lead damage on the system controller. The more recent voltage values were about 13.2 volts; a new cable usually provided about 14.5 volts. The cause of the low power hazard alarms was not confirmed. The system controller was also exchanged during the driveline repair. They swapped the drivelines and system controllers without issue. The alarms resolved.

Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.